Event description:
It was reported that a malfunction alarm occurred. There was no information provided regarding any impact on the customer¿s blood glucose level. The customer awaits further instructions as there is no additional information or actions taken reported at this time.